Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The site indicated that the incident sample was discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a sigmoid colectomy, the device did not seal well on small vessels. An end tone was provided by the generator, indicating a complete seal cycle. Very minimal blood loss was noted (less than 10cc). The bleeding was stopped using sutures. There was no pt injury.